Event description:
Pt had sternotomy surgery on (B)(6) 2013. Pt was readmitted for dehiscence and a surgical site infection and had the following procedures: (B)(6) 2013 (debridement w/ wound vac placement), (B)(6) 2013 (debridement with vac charge), (B)(6) 2013 (sternal flap closure). Pt admitted to (B)(6) on (B)(6) 2013 for pain around sternotomy incision, worsening dizziness. Discharged on (B)(6) 2013 to home.

Manufacturer narrative:
Device not returned to pioneer surgical for eval. The DHR was reviewed and determined that all specifications were met prior to the use of this device.